Event description:
Patient reported that approximately 1 month ago, insulin leaked into the device's cartridge chamber. Patient continued to use the device after discovering insulin leakage. Additionally, he reported that the device's piston rod would not fully retract. No error messages were generated by the device.